Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo_12.6 implantable collamer lens -17.0/2.5/109 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6)2022 the lens was explaned due to excessive vault. The explant resolved the problem. Cause is reported as unknown. The reporter stated the surgeon wont be implanting another lens.

Manufacturer narrative:
H3 - lens was returned in a micro-centrifuge vial and dry with residue/debris on the lens. Visual inspection foudn the lens haptic bent. Dimensional inspection found the lens within specifications. Claim#: (B)(4).